Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(6). Patient or user involvement: no. Patient or user harm: no. Display board- failure. 8100 sn: (B)(4) customer wanted to know what is the cause of this error code. I explain to the customer that he needed to replace his display board. The customer said ok and ended the call. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. I explained to the customer that he needed to replace his display board in order to clear this error code. The customer said ok and ended the call.